Event description:
Nurse inserted a new pca syringe (20mg hydromorphone/50ml diluent=concentration 0.4mg/ml) into module. The device was programmed for pca only, to deliver 1mg (2.5ml) with a lockout interval of 30 minutes. Within 2 hours and 10 minutes the syringe was found empty. The patient suffered respiratory depression. Narcan was administered twice. After narcan given the patient became alert, with stable vital signs. A review of the event log showed the nurse chose a wild card selection rather than the available standard concentration of 20mg/50 ml. The nurse entered a drug amount of 0.4mg, causing the device to calculate a concentration of 0.008mg/ml. As a result of this, the next pca dose delivered the entire contents of the syringe.